Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke and a portion of the pull wire remained in the anchor.

Event description:
It was reported that the pull wire broke and a portion of the pull wire remained in the anchor.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: during procedure 2 cinchlock flex anchors bent. Pull wire insitu of joint. 1 wire able to be removed, the other wire is still in the patient, surgeon unable to remove it with multiple instruments. Pictures to be emailed including intraop xray. Introducers kept and will be sent back. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or anchor not aligned correctly with pilot hole.